Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and was advised to call back if the issue recurred.